Manufacturer narrative:
While on the phone with dario's representative, the user was instructed to open and test with a new cartridge of strips. The user received a reading of 139 mg/dl from the new cartridge of strips, compared to a reading of 150 mg/dl with the old cartridge of strips. A replacement of dario's strips and control solution were sent to the user to further investigate this issue. Once received by the user, dario's representative followed up with the user and did a control solution test with the new cartridge of strips. The strips were reading within range. Dario's representative instructed the user to do a bg test and the user received a reading of 141 mg/dl, and then 222 mg/dl. Due to the difference in readings above, a replacement of dario's meter, was sent to the user together with a return material authorization (RMA) package, to further investigate this issue. As of this date, the RMA with the old dario meter was not received. If the RMA is received at a later date, a follow up report will be submitted. There is not enough information regarding the old strips and meter to investigate. No resolution is available. Addition for the follow-up report: the RMA package was received for investigation on september 29th, 2022. The meter was tested, and was reading within range. Therefore, it was determined that this complaint is not due to a meter issue. There is not enough information regarding the dario strips to investigate. No resolution is available.

Event description:
On august 26th, the user contacted dario to report high blood glucose (bg) readings. The user reported that he received from his dario meter high bg readings of 176 mg/dl, 187 mg/dl and 215 mg/dl compared to the user's lab blood work.

Event description:
On (B)(6) 2022, the user contacted dario to report high blood glucose (bg) readings. The user reported that he received from his dario meter high bg readings of 176 mg/dl, 187 mg/dl and 215 mg/dl compared to the user's lab blood work.

Manufacturer narrative:
While on the phone with dario's representative, the user was instructed to open and test with a new cartridge of strips. The user received a reading of 139 mg/dl from the new cartridge of strips, compared to a reading of 150 mg/dl with the old cartridge of strips. A replacement of dario's strips and control solution were sent to the user to further investigate this issue. Once received by the user, dario's representative followed up with the user and did a control solution test with the new cartridge of strips. The strips were reading within range. Dario's representative instructed the user to do a bg test and the user received a reading of 141 mg/dl, and then 222 mg/dl. Due to the difference in readings above, a replacement of dario's meter, was sent to the user together with a return material authorization (RMA) package, to further investigate this issue. As of this date, the RMA with the old dario meter was not received. If the RMA is received at a later date, a follow up report will be submitted. There is not enough information regarding the old strips and meter to investigate. No resolution is available.